Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hospitalization for maore than 4 hours due to bump which was flaming red at the cannula site. The patient was treated with intravenous [IV]anitibiotics. The patient is currently on oral antibiotics. No further information available.